Event description:
Had a right total hip replacement on (B)(6) 2008. I received the depuy pinnacle hip system, 100 series. A 54mm acetabular cup was placed, series 100. Prior to surgery I could get around. Post op the pain increased and got worse as time went on. I dislocated 3 times, 2 requiring hospitalization. Even after physical therapy, I had trouble walking, could not climb stairs, and needed help with self care. My leg was very weak and I had to use a walker, cane and brace. I could not sleep very well. Had to be on pain medications which caused gastritis. I lost (B)(4). The pain, lack of sleep, and being unable to work caused me to become depressed. After unrelenting pain and dislocation, my physician did a total hip revision on (B)(6) 2011. Reason for use: osteoarthritis right hip.